Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: analysis of use history: the date on which the adverse event occurred was not informed by the user. The user informed the programmed volume of 171.5ml and the expected infusion time of 04 hours. In the history we only found a schedule of 171.5ml, on (B)(6) 2022, at 13:50:11. The programmed infusion time was 240 minutes (04 hours). The infusion was started at 13:50:24 and completed correctly at 17:50:31. The time and volume infused were exactly as programmed. The history of equipment use does not show any infusion errors. The functional test result shows that the equipment is working correctly and accurately. Unconfirmed technical complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion". According to the customer: "incident description: "ert patient receiving chemotherapy in an infusion pump with a total volume of 171.5 ml infused over 4 hours. After the total infusion of 171.5ml, the pump shows the total volume infused, but the bag still contains the volume considered."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.